Event description:
It was reported that the patient felt "vibration" every once in a while and question was this the device? Patient also felt dizzy when using hand hair dryer. Discussed 6 inches from the device and referred to medical doctor to discuss vibration feeling and electromagnetic interference (emi) guide. The device is still in use. No patient complications have been reported as a result of this event. Approximately a week later, additional information was reported that patient had having "little chest pains" and "little sore in my back" since lifting groceries.

Event description:
It was reported that the patient felt "vibration" every once in a while and question was this the device? Patient also felt dizzy when using hand hair dryer. Discussed 6 inches from the device and referred to medical doctor to discuss vibration feeling and electromagnetic interference (emi) guide. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.